Event description:
Rn reported one pt treated with perfluoropropane gas was found to have a 70-80% gas filled eye one day after surgery. The doctor filled the eye to 100%. The dr completed a vitrectomy/scleral buckle to correct a macular hole. The use of the perfluoropropane gas for this procedure is off-label. The current status of the pt is unknown. No unplanned medical or surgical intervention required. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints rec'd for this lot number. No conclusion can be drawn.